Event description:
It was reported by service report that the head of the bed drifts down, the power cord is damaged, and the foot end casters are not rolling smoothly. No patient involvement or adverse consequences are reported.